Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 4.5 years in last follow up to 1 year recently. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption increases linearly and is expected to continue to increase. Hence, this device was malfunctioning. Recommended device replacement or re-assess within 90 days. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1. Initial reporter.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 4.5 years in last follow up to 1 year recently. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption increases linearly and is expected to continue to increase. Hence, this device was malfunctioning. Recommended device replacement or re-assess within 90 days. In addition, the correct name of the physician was provided. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 4.5 years in last follow up to 1 year recently. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption increases linearly and is expected to continue to increase. Hence, this device was malfunctioning. Recommended device replacement or re-assess within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device battery longevity dropped from 4.5 years in last follow up to 1 year recently. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption increases linearly and is expected to continue to increase. Hence, this device was malfunctioning. Recommended device replacement or re-assess within 90 days. Furthermore, this device was explanted. No additional adverse patient effects were reported.